Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
On (B)(6) 2020, a surgeon reported an issue with seating a size 8 humeris stem due to the small anatomy of the patient. The surgery was delayed by about thirty minutes.